Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer¿s blood glucose (bg) level was 140mg/dl. A pump system check was performed and the cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was able to successfully resume insulin delivery. The customer declined a follow-up with tandem technical support.